Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument body displayed no abnormalities. The visual inspection of the cartridge noted the presence of a full complement of staples. White residue was observed at the length of the internal portion of the channel/cartridge. This residue is created as a result of the normal manufacturing process lubrication and is biologically approved. Functionally, the device was applied over the appropriate test media producing acceptable results. The staple line was properly formed. The approximating lever opened fully and the single use loading unit (sulu) unloaded and loaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a laparoscopic live donor nephrectomy, the cartridge could not be removed from the handle even when the release button is pressed. When the release button was pushed with a strong force, the cartridge was pulled and came off, but something like a white paint was peeled off. Hence, it was not used anymore and opened a new product. Thereafter, when the cartridge was attached to the handle, the cartridge could not be removed again. The device was not used on the patient. Another device was used to complete the case.